Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There is tip damage. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is buckled 3mm from the bi-component weld and there is a hole in the shaft 3mm from the bi-component weld. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and could not advance due to the shaft being buckled. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that balloon catheter had difficulty tracking over wire. The target lesion was located in a coronary artery. A 2.50mmx20mm emerge balloon catheter was advanced for dilation. However, it was noted that the device was unable to load over the wire. The physician pointed out that there must have been an obstruction or some sort in the monorail sleeve that would not allow the device to pass through. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft hole.